Manufacturer narrative:
D9 - date returned to mfg -8/6/2024. No device was returned however, one photo was included for evaluation. According to the received photo, visual inspection of the photo shows no discrepancies. Functional testing was not performed. The reported problem was not confirmed. The root cause was not established as no problem was found. No further actions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the breathing circuit failed twice. There was unknown patient involvement, and unknown patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.